Manufacturer narrative:
(B)(4). Manufacturer investigation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of hypersensitivity reactions, which may cause mild to severe signs and symptoms, including itching, flushing, and hives. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical investigation: the patient medical records were provided by the facility on august 1, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is documentation within the patient¿s medical record supporting a possible association between the optiflux f180nre dialyzer assembly and the event of redness around the patient¿s needle ¿buttonhole¿ sites with the patient experiencing itching in the access arm from finger tips radiating up to the shoulder that resolved when de-challenged. The patient experienced reaction was resolved after being prescribed to another manufacturer¿s dialyzer.

Event description:
A facility clinic manager reported the patient experienced itching "inside the fistula" during the last 20 minutes of the home hemodialysis (hd) treatment. Over a period of time, the itching was reported as occurring earlier and earlier in treatment. Infection was ruled out as the cause of the symptoms. The patient was switched to another manufacturer's dialyzer and the symptoms resolved. This case pertains to a (B)(6), caucasian male, end stage renal disease (esrd) patient on home hd therapy being carried out intermittently using fresenius optiflux f180nre dialyzer assemblies. The patient started hd therapy on (B)(6) 2012 and has reportedly used the optiflux dialyzer since initiation without issue. The patient's hd orders were listed as the following: dialyzer - optiflux f180nre; dialysate flow rate autoflow 2.0; blood flow rate 450; potassium 2; calcium 2.25; magnesium 1; dextrose 100; sodium 135meq/l; scheduled treatment time 4 hours 30 minutes; estimated dry weight (B)(6). A progress note from (B)(6) 2016 revealed that the patient was brought in-center for observation of their hd treatment. Heparin was not given to rule out a heparin allergy. On this date, the hd treatment was discontinued 15 minutes early due to redness around button hole needle sites with the access arm experiencing itching from finger tips radiating up to the shoulder that started 30 minutes prior to the termination of treatment, and which resolved 30 minutes post discontinuation of treatment with the application of topical benadryl; dose regimen not reported. Concomitant medications used during this treatment were not provided. Beginning approximately six months ago, the patient has been experiencing symptoms consisting of local erythema and itching which worsened over the past few weeks. No medical intervention was provided. However, the patient reportedly began taking oral benadryl and using benadryl topical cream for symptom relief. Although the exact start date is unknown, it was estimated that the symptoms began in (B)(6) 2016. As of (B)(6) 2016, the hd treatment order was updated to change to another manufacturer's dialyzer. No reaction has been noted since the dialyzer change and the symptoms resolved. The complaint device is not available to be returned to the manufacturer for evaluation. The patient continues on home hd using another manufacturer's dialyzer with no further issues being experienced.